Manufacturer narrative:
(B)(6).

Event description:
It was reported that suture was broken on the device. A 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During preparation, the suture fixing the catheter tip was disconnected inside the catheter. The procedure was completed with another of same device. No complications reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by manufacturer: unit returned with its original pouch and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. It was observed that the suture string was separated at the proximal section as initially reported. The remainder of the catheter was in good condition.

Event description:
It was reported that suture was broken on the device. A 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During preparation, the suture fixing the catheter tip was disconnected inside the catheter. The procedure was completed with another of same device. No complications reported.